Event description:
The following was reported: indication for nail placement as: fracture involving osteopenic/ osteoporotic bone and periprosthetic fracture (fracture indicated well below competitor hip stem, type ii - displaced fracture, prosthesis intact) with a stryker triathlon knee in situ. Left side. Additional information from survey: revision total knee done at the same time.